Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to inspect and clean the cartridge and pneumatic tap area, successfully loaded the cartridge onto the pump, and resumed insulin delivery.